Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states the type of this complaint is revision due to pain. Primary bha for femoral head necrosis had taken place in (B)(6) 1998. Recently the patient had complained pain therefore tha took place on (B)(6) 2015 on suspicion of the cup¿s migration. The surgeon replaced the reported implants with ones manufactured by a competitor. He found soft tissue reaction and suspected it had been caused by armd. He also found black substances on the removed implant(s) and requests the investigation of the substances. A review of complaints databases did not identify any anomalies. The returned products were reviewed by applied research and a report was received in which no anomalies were identified. It should be noted that the head was sectioned prior to this investigation. Along with the component an untranslated third party report was provided that appears to show the investigation of these substances. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. It should be noted a draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to pain. Surgeon found soft tissue reaction and suspected it had been caused by armd.